Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (post# FDA-2014-n-0736-0858, awareness date 26-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer reported that essure had affected her life in the following ways: severe cramping in pelvic area, heavy blood flow that lasted up to two weeks at a time, pain in all of her joints especially her back and hips, missing time from her kids because of the pain, legs going numb at random times, drastic mood swings, brain fog, memory loss often in the middle of what she was saying, weight gain plus bloating to the point her clothes won't fit, hair falling out, ibs (interpreted as irritable bowel syndrome) diagnosis, incontinence problems, boils, loss of sex drive, painful intercourse when she did try, 3 miscarriages, and a total hysterectomy at the young age of (B)(6). She also mentioned that fibroids were found in her uterus that were not there when she delivered her daughter 3 months prior to the placement of essure. Consumer stated es sure had left her with nothing but problems that could never be reversed or fixed even after removal. The other linked pregnancy cases are (b)(5) (second pregnancy) and (B)(4) (third pregnancy). Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe cramping in pelvic area, heavy blood flow (interpreted as genital bleeding), 3 miscarriages (implied pregnancy with essure). She had a hysterectomy at (B)(6). In this particular date, the onset date of events was not provided but it was stated that they occurred during essure therapy. Considering the compatible temporal relationship and lack of alternative explanation, the causal relationship between essure and pelvic cramp, genital bleeding and pregnancy with essure (device ineffective) cannot be excluded. However, although gestational age had not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the miscarriage is considered as unrelated to essure, despite the compatible temporal relationship. Two other cases were created for the other two miscarriages. This case is regarded as incident since a device removal was required (implied). No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 19-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events and lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events/lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe cramping in pelvic area, heavy blood flow (interpreted as genital bleeding), 3 miscarriages (implied pregnancy with essure). She had a hysterectomy at (B)(6). In this particular date, the onset date of events was not provided but it was stated that they occurred during essure therapy. Considering the compatible temporal relationship and lack of alternative explanation, the causal relationship between essure and pelvic cramp, genital bleeding and pregnancy with essure (device ineffective) cannot be excluded. However, although gestational age had not been provided, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations, so the miscarriage is considered as unrelated to essure, despite the compatible temporal relationship. Two other cases were created for the other two miscarriages. This case is regarded as incident since a device removal was required (implied). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events/lack of efficacy and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.